Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked off at the reservoir compartment. The customer also reported that the reservoir lip ring was damaged. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.